Manufacturer narrative:
According to the information received, the recipient is experiencing intermittent sound with the device. In addition the recipient reported to be able to move the implant coil slightly. However, no root cause can be determined based on the received information yet. Despite repeated requests, no further information has been made available. This is a final report.

Event description:
The user went to the clinic for a follow up on (B)(6) 2020 and reported intermittent functioning of the device which has been going on for few months. The user is also able to move the coil upwards. Despite multiple requests for an update no response has been received.

Manufacturer narrative:
Conclusion: device investigation results are indicative of multiple fatigue fractures on the device (coil wires, wire guard, bifilar wire ) due to chronic implant movement which has led to device failure over time. As per received information, the entire coil section was mobile before failure / explantation and the recipient experienced intermittent access to sound with the device and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user went to the clinic for a follow up on (B)(6) 2020 and reported intermittent functioning of the device which has been going on for few months. The user is also able to move the coil upwards. The user reported reduced benefit until the audio processor was placed in a certain position. The user has been re-implanted on (B)(6) 2020. The new device (bci 602) was implanted in a different location (mid-fossa).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the clinic for a follow up on 18.feb.2020 and reported intermittent functioning of the device which has been going on for a few months now. The recipient will have a CT-scan and will see the new ent doctor next week.